Event description:
The customer reported that the ventilator had no ac power. The ventilator was not in use therefore there was no patient involvement or harm. The manufacturers service technician replaced the power supply to address the reported problem. Performance verification testing was completed and passed to operating specifications. Analysis of the power supply revealed a malfunction that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.